Event description:
It was reported the atrial connector is broken. The epg (external pulse generator) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the atrial output connector was broken. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were contaminated/broken, the battery release was contaminated, the battery contacts were compressed, the ring was bent and the keyboard pad was cosmetically damaged.